Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received) with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler on (B)(6) 2025. The cause of death was unknown. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported that this peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler on (B)(6) 2025. The cause of death was unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the report of the patient death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. It is unknown if the patient was found deceased or if resuscitative efforts were administered. The patient¿s cause of death was not provided. Dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.